Manufacturer narrative:
The insulin pump passed the displacement test and self test. However, pump error 63 alarm confirmed in the pump history (variableinfo = 3) due to broken trace at pin1, keypad assembly. Unit received with label damage and cracked keypad overlay. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure pump error alarm. Customer was able to successfully clear the alarm and able to complete rewind. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.